Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a solution leak on the last fill bag line described as ¿after it connects to the cassette line¿, that led to this alarm. Renal therapy services (rts) guided the caregiver (cg) to cycle the power, disconnect the home patient, remove the supplies and end the therapy session. Rts reviewed proper procedures per the user manual with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home. 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a solution leak was reported on the last fill bag line of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.